Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
Review of the peritoneal dialysis patient's medical records noted the patient had discomfort for several days and was subsequently diagnosed with inguinal hernia.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Medical records did not indicate if hernia existed before the patient started peritoneal dialysis. Dialysis treatment records were for a period of time post hernia surgery and did not reveal iipv. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s hernia. Without the aforementioned medical records, no conclusion can be made regarding any causal relationship between the patient¿s dialysis treatment and products and the patient¿s hernia.

Event description:
The following is from medical records received from the patient's treatment facility. The patient had discomfort for several days and was subsequently diagnosed with hernia. The patient was seen by the physician on (B)(6) 2015 post hernia surgery. The date of the hernia surgery is not known. The patient's pain was not severe, nor related to eating